Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a low speed event can be confirmed based on the submitted log file. The patient experienced low speed events. There was no visible trauma to the device, and they were told to stay on battery power. X-rays and a log file from the time of the reported event were submitted to and reviewed by technical services. The x-rays revealed the patient¿s internal and external portions of driveline. The x-rays were unremarkable. The log file contained approximately 3 days of data, spanning from (B)(6) 2019 02:55 to (B)(6) 2019 10:01, which captured three low-speed events and pump stops. Pump power, flow, and pi ranged from 4.6-6.9 watts, 3.6-6.6 lpm, and 3.1-7.5, respectively. The low-speed events captured in the log file appeared to occur while the patient was supported by the patient cable and mpu. The device appeared to operate as expected while on battery support. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. The patient was placed on an ungrounded patient cable and remains ongoing on vad support. No product available for investigation. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced low speed events with speed as low as 2900 rpm based upon the interrogation of the device. There was no visible trauma to the device. The patient was told to stay on the batteries for the moment. The manufacturer's technical service representative reviewed the log file and confirmed low speed events that were as low as 2920 rpm while the device was connected to the mobile power unit (mpu). This type of behavior has been linked to potential issues with the driveline. X-ray was performed and was unremarkable. The patient will not undergo driveline repair and is going through active transplant evaluation. If the patient will undergo transplant, the clinical team do not want to risk pump stoppage with repair requiring pump exchange. If the patient is not a candidate for transplant, the patient will likely undergo driveline repair. The patient is stable and currently on ungrounded cable.